Event description:
It was reported that the customer was hospitalized for dka. The nurse stated that the customer believes that hbgs may be due to inserting the set manually. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. Other possible causes for hbgs were explained to the contact. Instructed customer to follow the two hbg rule.